Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had noise episodes for the past year, where recently there were observations of oversensing and pacing inhibition. The patient was dizzy and fell, where they were admitted to the hospital and got staples in their head. They also had bruising to their back. The noise was able to be recreated with isometrics, so the plan was to replace the lead when the device was replaced. The lead remains in-service. No additional adverse patient effects were reported. Additional information was received that due to the patient having underlying and multiple other issues they have yet to schedule the patient for change out. Additional information was received both the ra and rv lead had ongoing intermittent episodes of noise, so the physician decided to revise the system. Both leads were surgically capped and replaced, an during the procedure there was surgical observation of insulation degradation on the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the d4 model number and serial number.

Event description:
Additional information was received that due to the patient having underlying and multiple other issues they have yet to schedule the patient for change out.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had noise episodes for the past year, where recently there were observations of oversensing and pacing inhibition. The patient was dizzy and fell, where they were admitted to the hospital and got staples in their head. They also had bruising to their back. The noise was able to be recreated with isometrics, so the plan was to replace the lead when the device was replaced. The lead remains in-service. No additional adverse patient effects were reported.